Event description:
It was reported that the patient received inappropriate therapy due to oversensing and double counting on the rv lead. The lead was found to have pulled back.

Event description:
The lead was repositioned on (B) (6) 2009.